Manufacturer narrative:
Date of event: (b(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported that the machine cannot switch off. It is unknown if the device was in clinical use during the time of the event.

Manufacturer narrative:
G4: 04nov2020; b4: 04nov2020. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer's hospital team, who confirmed and duplicated the reported problem. The hospital team replaced the user interface board based on the recommendations of the international philips remote field service engineer (rfe). The device was confirmed to have been repaired. No other abnormalities were noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.